Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was explanted due to infection, however, the infection was not related to the product/procedure. It was noted that the infection causing the capsule pocket to rupture. The pacemaker was replaced on the later date on (B)(6) 2025. No patient consequences were reported.